Event description:
The customer reported that he activated the device at 11:12 pm, on (B)(6) 2012. At 12:31 am, on (B)(6), his blood glucose measured 255 mg/dl, so he took a 3.05 unit insulin bolus. At 5:44 am it was 305 mg/dl and another 4.7 unit bolus was administered. When his bg remained elevated (292 mg/dl), at 9:04 am, he manually injected 4 units of insulin and another 4 units a couple hours later. At 12:40 pm, his bg was down to 85 mg/dl. At 1:50, with a bg result of 86 mg/dl, he was eating about 45 grams of carbohydrate and too 5.4 units by bolus. His bg climbed to 518 mg/dl, at 2:23 pm (no insulin dosage reported at that time), but was back down to 162 mg/dl, by 2:46 pm and no additional clinically significant (>250 mg/dl) bg results, were reported. When he removed the device after 6:10 pm, he noted that the cannula looked bent.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent condition of the cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns: "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."